Event description:
I had "elevoplast" friday 10/7 and it did not go as planned. Sales rep was present, but product has failed to be accepted despite clinical trials suggesting otherwise. FDA safety report ID # (B)(4).